Event description:
The clear care 3% hydrogen peroxide as regular saline solution. There was a lens on the cover and it said "brand most trusted by eye doctors" I did not even know that this type of lens cleaning exists. I used the solution as regular saline solution. It give my eye a chemical burn that lasted for two days. I had to take one day off work. The labeling/packaging makes it look like regular saline solution and its sold next to regular saline solutions. FDA safety report ID # (B)(4).